Event description:
A patient reported they received a malfunction code regarding their insulin pump. No information was provided about the impact on the customer¿s blood glucose level. The caller later declined further assistance, and the case was closed without any additional follow-up actions taken.